Manufacturer narrative:
Per the clinic, the patient experienced an infection at implant site and was treated with topical antibiotics (specific date and duration not reported). The patient was placed under general anesthesia on (B)(6) 2022 for the explant surgery. This report is submitted on november 11, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 (specific date not reported) due to medical reasons. The patient was reimplanted with another cochlear device (specific date not reported). Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on september 08, 2022.

Manufacturer narrative:
This report is submitted on november, 05, 2022.